Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. No black screen anomaly noted during testing. Unable to perform occlusion, prime excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and also had a physical damage. Customer was assisted in prime rewind troubleshoot. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped prior to the alarm. Customer stated that drive support cap appeared normal. Customer was also assisted with damage troubleshoot. Insulin pump had crack below battery compartment. Customer was advised that damage could allow water inside and cause shortage or damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.